Manufacturer narrative:
Follow-up received on 26-aug-2016: ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Device removal is listed according to the reference safety information for essure. This case was received through a legal claim which included several plaintiffs. The adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), formication ("bugs/ crawling sensation"), pruritus ("itchy"), dysuria ("little more stream come out/whatever is blocking your urine"), back pain ("back pain"), incontinence ("incontinence") and vaginal discharge ("she had white/ yellowish discharge") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with docusate sodium (stool softener) and surgery (hysterectomy leaving ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, rash, abdominal distension, alopecia, fatigue, dyspareunia and uterine leiomyoma was resolving and the formication, pruritus, dysuria, back pain, incontinence and vaginal discharge outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, dyspareunia, dysuria, fatigue, formication, genital haemorrhage, incontinence, pelvic pain, pruritus, rash, uterine leiomyoma and vaginal discharge to be related to essure. The reporter commented: patient had 4 incisions, 2 on each side'. Need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue") and dyspareunia ("painful intercourse") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, abdominal distension, alopecia, fatigue, dyspareunia and uterine leiomyoma was resolving. The reporter considered abdominal distension, alopecia, dyspareunia, fatigue, genital haemorrhage, pelvic pain, rash and uterine leiomyoma to be related to essure. The reporter commented: need for additional surgery. Concerning the injuries reported in this case, the following one was reported via social media:fibroids quality-safety evaluation of ptc: no sample available kw this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received. Outcome of the events were changed to recovering from unknown: pain, abnormal bleeding, skin rashes, bloating, hair loss, fatigue, painful intercourse and fibroids. Reporter information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 02-aug-2016 from a lawyer, on behalf of a female plaintiff of unspecified age in the united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and subsequently had the device removed due to complications. This case was received through a legal claim which included several plaintiffs. The complications suffered by plaintiffs included: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Device removal is listed according to the reference safety information for essure. This case was received through a legal claim which included several plaintiffs. The adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), formication ("bugs/ crawling sensation"), pruritus ("itchy"), dysuria ("little more stream come out/whatever is blocking your urine") and back pain ("back pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, abdominal distension, alopecia, fatigue, dyspareunia and uterine leiomyoma was resolving and the formication, pruritus, dysuria and back pain outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, dyspareunia, dysuria, fatigue, formication, genital haemorrhage, pelvic pain, pruritus, rash and uterine leiomyoma to be related to essure. The reporter commented: patient had 4 incisions, 2 on each side'. Need for additional surgery. Quality-safety evaluation of ptc: no sample available kw this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event" back pain" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), formication ("bugs/ crawling sensation"), pruritus ("itchy"), dysuria ("little more stream come out/whatever is blocking your urine"), back pain ("back pain"), incontinence ("incontinence") and vaginal discharge ("she had white/ yellowish discharge") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterctomy leaving ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, rash, abdominal distension, alopecia, fatigue, dyspareunia and uterine leiomyoma was resolving and the formication, pruritus, dysuria, back pain, incontinence and vaginal discharge outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, dyspareunia, dysuria, fatigue, formication, genital haemorrhage, incontinence, pelvic pain, pruritus, rash, uterine leiomyoma and vaginal discharge to be related to essure. The reporter commented: patient had 4 incisions, 2 on each side'. Need for additional surgery. Quality-safety evaluation of ptc: no sample available kw this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " she had white/ yellowish discharge" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), formication ("bugs/ crawling sensation") and pruritus ("itchy") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, abdominal distension, alopecia, fatigue, dyspareunia and uterine leiomyoma was resolving and the formication and pruritus outcome was unknown. The reporter considered abdominal distension, alopecia, dyspareunia, fatigue, formication, genital haemorrhage, pelvic pain, pruritus, rash and uterine leiomyoma to be related to essure. The reporter commented: need for additional surgery. Concerning the injuries reported in this case, the following one was reported via social media:fibroids quality-safety evaluation of ptc: no sample available kw this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events: itchy, formication were added. New reporters were added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), formication ("bugs/ crawling sensation"), pruritus ("itchy") and dysuria ("little more stream come out/whatever is blocking your urine") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, abdominal distension, alopecia, fatigue, dyspareunia and uterine leiomyoma was resolving and the formication, pruritus and dysuria outcome was unknown. The reporter considered abdominal distension, alopecia, dyspareunia, dysuria, fatigue, formication, genital haemorrhage, pelvic pain, pruritus, rash and uterine leiomyoma to be related to essure. The reporter commented: patient had (B)(4) incisions, (B)(4) on each side'. Need for additional surgery. Concerning the injuries reported in this case, the following one was reported via social media:fibroids quality-safety evaluation of ptc: no sample available kw this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-feb-2020: with follow up received on 10-feb-2020 this record was detected to be a duplicate to records us-bayer-2020-026575 (medwatch 3500a MFR number 2951250-2020-01340) and us-bayer-2019-227649 (medwatch 3500a MFR number 2951250-2019-14638) which both will be deleted from bayer database after all information was transferred to this record # us-bayer-2016-152602 which will be retained. New: two social media reporters were added. Event was added: dysuria based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), formication ("bugs/ crawling sensation"), pruritus ("itchy"), dysuria ("little more stream come out/whatever is blocking your urine"), back pain ("back pain") and incontinence ("incontinence") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterctomy leaving ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, rash, abdominal distension, alopecia, fatigue, dyspareunia and uterine leiomyoma was resolving and the formication, pruritus, dysuria, back pain and incontinence outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, dyspareunia, dysuria, fatigue, formication, genital haemorrhage, incontinence, pelvic pain, pruritus, rash and uterine leiomyoma to be related to essure. The reporter commented: patient had had had 4 incisions, 2 on each side'. Need for additional surgery. Quality-safety evaluation of ptc: no sample available kw this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- event incontinence added. Outcome of event pelvic pain from recovering/resolving to recovered/resolved and reporter information were updated. Fu 9 and 10 th processed together. On 23-mar-2020: social media : new reporter added ,fu 9 and 10 th processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), formication ("bugs/ crawling sensation"), pruritus ("itchy"), dysuria ("little more stream come out/whatever is blocking your urine"), back pain ("back pain"), incontinence ("incontinence"), vaginal discharge ("she had white/ yellowish discharge") and tooth disorder ("teeth issues") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with docusate sodium (stool softener) and surgery (hysterctomy leaving ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, rash, abdominal distension, alopecia, fatigue, dyspareunia and uterine leiomyoma was resolving and the formication, pruritus, dysuria, back pain, incontinence, vaginal discharge and tooth disorder outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, dyspareunia, dysuria, fatigue, formication, genital haemorrhage, incontinence, pelvic pain, pruritus, rash, tooth disorder, uterine leiomyoma and vaginal discharge to be related to essure. The reporter commented: patient had had had 4 incisions, 2 on each side'. Need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event teeth issues was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, stress urinary incontinence and rectocele. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), formication ("bugs/ crawling sensation"), pruritus ("itchy"), dysuria ("little more stream come out/whatever is blocking your urine"), back pain ("back pain"), incontinence ("incontinence"), vaginal discharge ("she had white/ yellowish discharge") and tooth disorder ("teeth issues") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with docusate sodium (stool softener) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, rash, abdominal distension, alopecia, fatigue, dyspareunia and uterine leiomyoma was resolving and the formication, pruritus, dysuria, back pain, incontinence, vaginal discharge and tooth disorder outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, dyspareunia, dysuria, fatigue, formication, genital haemorrhage, incontinence, pelvic pain, pruritus, rash, tooth disorder, uterine leiomyoma and vaginal discharge to be related to essure. The reporter commented: patient had 4 incisions, 2 on each side'. Need for additional surgery. Trailing coils; left 7 right 10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 704633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, stress urinary incontinence and rectocele. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), formication ("bugs/ crawling sensation"), pruritus ("itchy"), dysuria ("little more stream come out/whatever is blocking your urine"), back pain ("back pain"), incontinence ("incontinence"), vaginal discharge ("she had white/ yellowish discharge") and tooth disorder ("teeth issues") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with docusate sodium (stool softener) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, rash, abdominal distension, alopecia, fatigue, dyspareunia and uterine leiomyoma was resolving and the formication, pruritus, dysuria, back pain, incontinence, vaginal discharge and tooth disorder outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, dyspareunia, dysuria, fatigue, formication, genital haemorrhage, incontinence, pelvic pain, pruritus, rash, tooth disorder, uterine leiomyoma and vaginal discharge to be related to essure. The reporter commented: patient had had 4 incisions, 2 on each side'. Need for additional surgery. Trailing coils; left 7 right 10. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received lot number was added. Reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, abdominal distension, alopecia, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal distension, alopecia, dyspareunia, fatigue, genital haemorrhage, pelvic pain and rash to be related to essure. The reporter commented: need for additional surgery. Quality-safety evaluation of ptc: no sample available kw this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-nov-2017: follow up received from summons-event medical device removal was deleted and events abnormal bleeding, skin rashes, bloating, hair loss, fatigue, painful intercourse, pain were added with essure start and stop date. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue") and dyspareunia ("painful intercourse") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, abdominal distension, alopecia, fatigue, dyspareunia and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, alopecia, dyspareunia, fatigue, genital haemorrhage, pelvic pain, rash and uterine leiomyoma to be related to essure. The reporter commented: need for additional surgery. Concerning the injuries reported in this case, the following one was reported via social media:fibroids quality-safety evaluation of ptc: no sample available kw this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: new event fibroids and reporter were added from social media post. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.